Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: during investigation, a review of the pump¿s history showed 51 units of insulin left on (b)(64 )2013 at 12:00am. The cartridge was replaced when it reached 9 units on (B)(6) 2013 at 3:47 pm, totalling ~42 units consumed during the 16 hours. The pump delivered 17.6 units basal; 26.5 units were bolused, and there was a 50 minute suspend ~ (-1u). The total daily doses calculated correctly and reflected the programmed basal target. The pump powered on and displayed the ¿verify¿ screen. The pump performed the ¿ez-prime¿ steps successfully; the pump was exercised for 24 hours with no alarms occurring. Boluses were performed successfully during the duration test using ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, and ¿audio¿ bolus and were recorded accurately in the alarm history. A low cartridge warning and an empty cartridge alarm were stimulated; the pump gave the appropriate audible and visible alert. The pump passed a 29 hour flow accuracy test successfully. The history / settings issue was not duplicated during the investigation. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The pump indicated that 70 units of insulin were used, when the patient had only used 42.5 units during that time period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.